Event description:
It was reported that there was oversensing. A lawsuit further alleged that the patient received "personal and economic injuries, including but not limited to injuries caused by the injurious effects of the sprint fidelis lead". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that there was oversensing. A lawsuit further alleged that the patient received "personal and economic injuries, including but not limited to injuries caused by the injurious effects of the sprint fidelis lead". The lead was explanted and replaced. No patient complications have been reported as a result of this event. Oversensing.